Event description:
According to the reporter, during a lab evaluation, it was noted that the reload was not performing as expected. The stapler adapter and reload were moved and it was noted that the end of the reload that attaches to the stapling adapter was broken and slightly loose. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.